Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the product was removed from packaging using sterile technique. The battery was inserted as in-serviced; a blue load was loaded into the device and handed to the surgeon. Once the surgeon was clamped down on the tissue, he disengaged the red safety trigger and pulled the firing trigger. The surgeon noted that there was no power to the device. The battery was removed and re-inserted. The surgeon again tried to fire the device and no power was noted. Another device was pulled to complete the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The knife was returned to its home position and the device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.